Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system received an inappropriate shock. The physician determined that the cause of the shock was due to electrode damage resulting in over-sensing noise. The s-ICD electrode was subsequently explanted and replaced to resolve the event. No additional adverse patient effects were reported. The electrode is expected to be returned for analysis, but has not yet been received.